Event description:
It was reported that the patient faced infusion set issue on (B)(6) 2026, since patient reported needle was stuck on the cannula during needle guard removal and the blood glucose level was high, and the patient was treated with correction injection via multiple daily injections.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.